Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> it was reported performance breakage suture and assembly missing component / incorrect quantity. A folder with a detached needle of product code 18531, lot # mpbbwkq0 was returned for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and marks could be observed on the body needle that appear to be by use of a surgical instrument. In addition, the dyed suture was transferred to folder with indicating that the suture was winding into the folder. Due to the suture was not received, no functional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received no conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that a patient underwent an unknown procedure on 10/06/2019 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.